Event description:
It was reported that the image on the left monitor of the 9800 system went black. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The camera cable and high voltage cable were replaced during the service call. The system was tested and found to be working as intended, and put back into service.